Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the tip overheated during a mandibulectomy. It was further reported that the patient received a burn on the lower lip. It was also reported that the burn was sutured. It was further reported that there was a delay of approximately 40 minutes as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not received by stryker.

Event description:
It was reported that the tip overheated during a mandibulectomy. It was further reported that the patient received a burn on the lower lip. It was also reported that the burn was sutured. It was further reported that there was a delay of approximately 40 minutes as a result of this event and the procedure was completed successfully.